Event description:
Customer called to report that the unicel dxc 600 synchron system generated multiple falsely low results when using hemoglobin a1c2 (hba1c2) reagent lot m102325 on (B)(6) 2011. This is the second of three reports submitted for this event complaint. The customer technical specialist sent replacement (hba1c2) reagent, lot m104106, and customer stated that the result recovery from this lot was higher. Customer stated that although results were reported outside the laboratory, they were amended after use of the replacement lot and did not affect patient treatment.

Manufacturer narrative:
Two additional mdrs associated with this event were also submitted under report numbers 2050012-2011-06538 and 2050012-2011-06540. (Note: the beckman coulter, inc. Identifier for this report is (B)(4)). Replacement reagent resolved issue.